Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient has been experiencing a sharp pain and a twinge that feels almost like a shocking in her hip where the device is located. The patient stated that it hurts to touch it. The patient reported that she checked the stimulation this morning, it's right where it normally is, and she can still feel the stim. The patient confirmed that therapy was on. The patient stated that her next healthcare provider (hcp) appointment is next tues ((B)(6) 2018). The patient inquired if she should just turn stim off for now. The patient noted that there were no trauma/falls reported that could be related to this issue and that it was not related to positional movements. The patient reported that the pain comes and goes like every 30 mins. The patient stated that their ins moves in their pocket site but it's always done this. The hcp told her it was just the pocket, and because her hip was so fatty. The patient stated that it ¿doesn't move big time¿ but if you press on it, one days she feels it and the next day not so much. Patient services reviewed stim on/off options. The patient turned stimulation off, and will follow-up with their hcp during their appointment. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) reporting that the shocking in the patient's hip where the device was located was not determined. The actions taken to resolve the shocking was that the leads were all interrogated and the device was turned off. No further actions were provided about the ins moving but that the issue was resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) reporting that the shocking in the patient's hip where the device was located was not determined. The actions taken to resolve the shocking was that the leads were all interoogated and the device was turned off. No further actions were provided about the ins moving but that the issue was resolved. No further complications were reported. (B)(6) rtg0019115 (con) additional information was received from the consumer: the patient stated that their device was dying ( at approximately 15%) over about the last three months and it was shocking them. The patient stated that it was every so often, but it got worse to the point where it was shocking them every other day. The patient saw the hcp in january and they met with a female rep near the end of january who told them that the shocking could be a sign that the device was near it's end of life. The caller had the implant replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the battery had 20% left, and the battery dying is what contributed to the shocking. No further patient complications are anticipated or expected as a result of this event.